Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿interoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
It was reported that patient underwent an initial right knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to poly wear and patellar arthritis. During the procedure, the bearing was removed and replaced and patellar button was implanted. Patient underwent another revision procedure on (B)(6) 2015 due to anterior knee pain. The femoral component, tibial tray and bearing were removed and replaced.